Event description:
On (B)(6), customer reports via phone that during a stone removal procedure, pt info not provided, the physician felt the image quality was not suffice to complete the current procedure. Staff moved the pt to another room where the procedure was completed without further incident. No reported injury.

Manufacturer narrative:
Field service engineer (fse) confirmed the report of bad image quality and, unable to further adjust for better contrast, recommended replacing the monitor. Fse installed 19' monitor upgrade kit. Fse verified proper operation per service manual and service checklist qssrwi4.1. System was returned to full service by the customer.